Event description:
Adverse event(s): "no pt harm/injury" (no consequence or impact to pt). Product problem(s): "system message displayed" (device displays error message). A customer reported a system message at the end of the procedure. The case was completed as planned. The following three cases were cancelled. No pt injury was reported.

Manufacturer narrative:
A company service rep examined the system and confirmed the system message reported. The psi regulator valve was found out of tolerance and was replaced. The system was then tested and met all product specifications. (B)(4).